Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
Arjohuntleigh has become aware of the customer complaint indicating the failure of pdps spreader bar (model 700-19350), accessory intended to be attached on the ceiling device. The connection between the actuator (water level label side) and positioning handle was failed. There was no resident transfer while the malfunction occurred.

Manufacturer narrative:
Not sufficient details are still available at the time of writing this report. However looking at the circumstances and sequence of the events reported under this particular complaint, the issue voiced by the customer in this case appears to be an isolated occurrence. Arjohuntleigh initiated internal simulation test to verify under which conditions the failure might be recreated. Additional information will be provided following the results from the simulation testing.

Manufacturer narrative:
Arjohuntleigh received the customer complaint related to spreader bar (model number: 700-19350) dedicated for maxi sky 2 ceiling lift. The user facility reported an issue sling which detached itself from the ceiling lift device. It was indicated that this malfunction nearly made the patient fell. Fortunately, there was no injury reported. The customer was visited by arjohuntleigh representative, it was clarified that the spreader bar actuator was disassembled in the place where this part is attached to the frame with using the clevis pin, secured by the circlip (e-clip). According to received photos the part of spreader bar frame was free to move in an uncontrolled manner. When reviewing similar reportable events registered in the last five (5) years (since jan 2012 up to jun 2017) for maxi sky 2 ceiling lifts, we have not found any cases with the same or a similar fault description compared to the one investigated here. The issue voiced by the customer in this case appears to be an isolated occurrence. The complaint indicates that the pin (#200.19348) and circlip (kpx67210.0) were loose and led to the disassembly of the spreader bar actuator in the place where this part is attached to the frame. During the investigation, we were able to establish that the following factors may contribute to the reported malfunction: manufacturing error: the spreader bars are assembled by arjohuntleigh production line, who assemblies the system and checks its functionality in accordance to specifications (work instruction for spreader bar 700-19350) set by arjohuntleigh to make sure the product meets the requirements. To confirm that assembly was performed according to requirements, 100% of the pdps spreader bars are safe working load tested, in sitting and lying position. Additionally there is performed visual inspection to see if the circlip is present. Product must meet the manufacturer requirements to be released for distribution. If any criteria is not met then the product is processed according to the non-conformance procedure. Records of these inspections are documented in the device history record (DHR). No production deviation were found. In light of this information, manufacturing defect has been excluded as a potential root case of this issue. We were able to establish that claimed device was in use for one month and no problems were observed by the customer earlier. Maintenance negligence: the claimed spreader bar is subject to wear and tear during use. To ensure that it continues to perform within its original specification, preventive maintenance procedures should be carried out at the intervals shown in the instruction for use (IFU). According to IFU (001-15698-en rev.6), the customer is obligated before every use " inspect the spreader bar for damage or cracks. Make sure all attachments are properly secured, and that all the quick connect's components (cover and latch) are present." Please be aware that if any malfunction will be observed by the customer, the device should be excluded from use until will be repaired. It seems most probable that the daily maintenance might be neglected by the customer because the malfunction is easy to be identified by trained caregiver. It will be recommended to remind the customer that preventive maintenance procedures should be carried out at the intervals shown in the instruction for use (IFU). Component malfunction: the inspection of spreader bar available at the user facility was performed after the alleged incident by arjohuntleigh representative. Although that no technical failure was found on assembly elements, the claimed connection (pin and circlip) was replaced as per precautionary measure. In conclusion, the device was being used at the time of the alleged event. Although no mechanical failure of the spreader bar assembly was found during the on-side inspection by arjohuntleigh representative, the assembly was reported to be detach and from that perspective the involved spreader bar did not meet to its performance specification. The complaint decided to be reportable in abundance of caution due to initial allegation that the resident nearly fell from the device. However, along with internal test it appears to be highly improbable. If the actuator is not attached to the mobile brace of the dps (pin removed for test), the actuator shaft can interfere with the abdomen of a patient. However, the actuator does not fall onto the abdomen of the patient, since it is still secured by one of its attachment. Additionally, the actuator cannot hit the patient to the head due to mechanical stop on the actuator pivot. Please be aware that the patient weight is distributed equally in the dps for the seated and laying position then a sudden actuator detachment does not cause a quick position change that could result in alleged patient fall. In light of this information, arjohuntleigh no longer perceive this event to be reportable.

Event description:
Arjohuntleigh received the customer complaint related to spreader bar (model number: 700-19350) dedicated for maxi sky 2 ceiling lift. The user facility reported an issue sling which detached itself from the ceiling lift device. It was indicated that this malfunction nearly made the patient fell. Fortunately, there was no injury reported. The customer was visited by arjohuntleigh representative, it was clarified that the spreader bar actuator was disassembled in the place where this part is attached to the frame with using the clevis pin, secured by the circlip (e-clip). According to received photos the part of spreader bar frame was free to move in an uncontrolled manner. It was clarified that the brand name involved was not maxi sky 600, but maxi sky 2 ceiling device.